Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient did not meet vision satisfaction outcome. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was desired postoperative refraction not met. Additional information was requested.